Manufacturer narrative:
(B)(4). G2: foreign ¿ japan the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during insertion of the screw, a piece of metal was found in the cup and likely came from the screw as it was scratched. All fragments were retrieved and a different screw was used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified damage to the threads along with scuffing to the neck under the screw head. The lip of the screw head has been damaged and there is a shaving attached to the edge. The length, head diameter, and major thread diameter were checked and found in specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.